Event description:
The customer reported that the system did not fluoro. No pt injury was reported.

Manufacturer narrative:
The ge service repchecked the system. He found a generator is not communicating with generator. He reseated controller sub-assembly pcb's, flashed nodes, and rebuilt system files. Machine works as intended.